Event description:
--

Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device passed labeled longevity calculations. The device was put through and passed the pg therapy verification (pg_tv) test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications. The clinical observations were unable to be reproduced during laboratory testing.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range right ventricular (rv) pacing impedance measurements greater than 2000 ohms. It was reported that the impedances have increased over the last 3 months. Additionally, there was a low intrinsic amplitude measurements observed. No adverse patient effects have been reported. There has been no noise on any stored electrograms at this time. Additional information revealed that this patient was being referred to a different physician for possible revision. At this time, no x-ray has been performed therefore, we are unable to rule out a connection issue.

Event description:
Subsequent information indicates that this device was removed due to rv high impedance measurements. A new device was successfully placed and there were no adverse patient effects reported.